Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, the pt experienced target vessel restenosis. The 40mm de novo target lesion was located in the 99% stenosed distal right coronary artery. The vessel diameter was reported to be 2.5mm. The lesion was predilated and a 2.75x32mm taxus express2 stent and 3.50x32mm taxus express2 stent were successfully deployed in the lesion. The stents were post dilated. The pt was discharged on plavix and bayaspirin. At 399 days post index procedure, the pt was diagnosed with target vessel restenosis. The 3.5x15mm lesion was located in the 90% stenosed proximal right coronary artery and was treated with a non-bsc stent. The pt was discharged from the hosp 10 days after the event, and the pt's condition was reported to be "improved."

Manufacturer narrative:
(B) (4).

Event description:
Same MFR report# as 2134265-2009-06195.(B) (6). It was reported that after a coronary drug eluting stenting treatment procedure, the patient experienced target vessel restenosis. The 40mm de novo target lesion was located in the 99% stenosed distal right coronary artery. The vessel diameter was reported to be 2.5mm. The lesion was predilated and a 2.75x32mm taxus express2 stent and 3.50x32mm taxus express2 stent were successfully deployed in the lesion. The stents were post dilated. The patient was discharged on plavix and bayaspirin. At 399 days post index procedure, the patient was diagnosed with target vessel restenosis. The 3.5x15mm lesion was located in the 90% stenosed proximal right coronary artery and was treated with a non-bsc stent. The patient was discharged from the hospital 10 days after the event, and the patient's condition was reported to be "improved". It was further reported that the core lab assessment of the pre-index procedure stenosis was 77% (was originally reported as 99% visually). The two stents placed at the index procedure were placed without gap, resulting in 0% residual stenosis visually, 13% stenosis via core lab. An additional unknown staged coronary intervention was done 7 days after the index procedure, and the patient was discharged without complication 7 days after that on plavix and bayaspirin. It has also been reported that at the time of the event, the patient had no ischemic symptoms, and that though visually the stenosis was seen in the proximal right coronary artery, core lab assessment placed the stenosis in the distal right coronary artery. The reference vessel diameter was 3.50mm and the lesion length was 15.0mm. Though originally reported to be visually 90% stenosed, the core lab assessment was 73% stenosis. After treatment, the residual stenosis was visually 0%, or 28% via core lab analysis. The event was judged by the investigator to be possibly related to the taxus stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.